Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reports that their tooth has chipped more. They also have concerns about their teeth not straightening like the impression that they were shown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.